Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a cause for the investigation findings could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head, which is an olympus asset with no reported complaint. During the evaluation of the device, water leakage from under the faceplate was observed, and the device failed the water leak test. There was no patient involvement.